Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt noticed his medication was not working and thought it might be a stimulation problem. The pt had traveled through airport security and had been going through retail theft detectors. Unable to f/u as pt was traveling. No add'l info was obtained.